Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin flap break down around the implant side. Treatment to repair the skin was attempted in (B)(6) 2012, (B)(6) 2012 and (B)(6) 2013 (specific dates not reported); however the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013. It is unknown if there are plans to implant the patient with a new device as of the date of this report, march 28, 2014. This report is filed march 28, 2014. Device not returned to the manufacturer.

Manufacturer narrative:
The report is filed october 7, 2015.